Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 3.5mmx35mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was crossed with a choice floppy guidewire and a non-bsc guide catheter and pre-dilated with a 3x20 emerge balloon catheter, a 38 x 3.50 promus premier drug-eluting was advanced but failed to cross the lesion. However, after removal, it was noticed that the proximal part of the stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the hypotube was kink and broken at 62.3cm from distal end of strain relief after removal..

Manufacturer narrative:
B5 - describe event or problem has been updated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 3.5mmx35mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was crossed with a choice floppy guidewire and a non-bsc guide catheter and pre-dilated with a 3x20 emerge balloon catheter, a 38 x 3.50 promus premier drug-eluting was advanced but failed to cross the lesion. However, after removal, it was noticed that the proximal part of the stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the hypotube was kink and broken at 62.3cm from distal end of strain relief after removal.

Manufacturer narrative:
Device evaluated by MFR.:a promus premier ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent damage with stent struts lifted. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 62.3 cm from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis. B5 - describe event or problem has been updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 3.5mmx35mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was crossed with a choice floppy guidewire and a non-bsc guide catheter and pre-dilated with a 3x20 emerge balloon catheter, a 38 x 3.50 promus premier drug-eluting was advanced but failed to cross the lesion. However, after removal, it was noticed that the proximal part of the stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.